Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was really high at 650 mg/dl. Customer stated that her doctor has ordered her to change the pump a little bit. Customer has attempted to treat with the pump. Customer feels really nervous and thirsty due to high blood glucose. Customer was at the doctor's due to the flu. Customer was informed that they will do a temp basal to see if that will bring her blood glucose down. Customer stated that she does not have a back-up plan. Customer has treated with the pump. Customer stated that the drive support cap appears normal. Customer ran a manual prime and the insulin did exit the tubing. Customer stated that she will call back when she feels better.